Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The two pieces are stuck together.

Manufacturer narrative:
Examination of the returned products confirmed the complaint. The cause is attributed to the suppliers manufacturing process, the major diameter of the bolt threads is oversized up to .004, preventing the nut from fastening to the bolt. The thread form is sharp at the crest, compared to conforming bolts. Hold order (B)(4) was initiated on (B)(4) 2011. An hhe was conducted and is documented on (B)(4), eco# (B)(4). The lot numbers affected were recalled, root causes and corrective actions are captured in CAPA (B)(4) that was initiated on (B)(4) 2011. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.